Event description:
A remstar plus device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device, the service technician also noted an error code present, dust was present, observed a burnt power connector, and no visible foam particles. The device was repaired by the service center after the evaluation was completed. A final report is being submitted. If new information becomes available that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.